Event description:
Patient presented back to the physician with abscess infection at the neck incision. The physician surgically removed the inspire system to address the infection. This resolved the issue.

Event description:
Patient presented to the physician with a staph infection on (B)(6) 2021. Physician prescribed augmentin for 14 days. Patient presented back to the physician on (B)(6) 2021 with continued infection. Physician prescribed doxycycline for 14 days.